Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional reported "suspected intracapsular rupture". Later healthcare professional reported capsular contracture, baker grade iii, "hyperpigmentation and calcium deposits of the central breast" and "no implants were ruptured". This record is for the right side. Device has been explanted.